Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 18 to 20 mg/dl at the time of the incident. The customer was at 257 mg/dl at the time of the call. The customer was given glucagon and intravenous fluids to treat. The customer experienced symptoms such as disorientation. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.